Manufacturer narrative:
On (B)(4) 2010, a respiratory therapist reported that while inomax (B)(4) was on a pt, the round end of regulator cga # (B)(4) moved, causing inomax (nitric oxide) to leak, and quickly empty the cylinder. Results: leak. Evaluation summary: when the regulator was returned for investigation, it was found to leak when attached to a drug cylinder. The root cause was an end cap on the regulator that had been unscrewed and remained loose. When the cap was retightened, the leak stopped and the regulator performed to specification. It is unk how the cap could have been unscrewed while in use. One may speculate that it was due to handling, but there is no further info to confirm this.

Event description:
A user MDR was received on (B)(4) 2011 from regulatory authorities. On (B)(4) 2010, a respiratory therapist reported that while inomax ds (B)(4) was on a pt, the round end of regulator cga # (B)(4) moved, causing inomax (nitric oxide) to leak, and quickly empty the cylinder. The cylinder was quickly changed to the second regulator on the cart. There was no harm to the pt, and while a foul smell was detected in the pt room, the respiratory therapist stated that no healthcare workers complained of any ill effects. Inomax ds (B)(4) with regulator cga (B)(4) was removed from service by the customer and returned to the company for investigation.